Event description:
Reference number (B)(6) event occurred in saudi arabia. It was reported that patient has reported high blood glucose event on (B)(6) 2026.the blood glucose levels are 398 mg/dl after inserting a new infusion set.the event lasted for 3-4 hours and got treated with insulin pump. No further information available.